Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip leaked insulin while drawing it from the vial. This occurred with 2 syringes. The following information was provided by the initial reporter: "caller reported [insulin was leaking out of syringe when tying to draw insulin from vile]"